Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury and has undergone corrective surgery.

Manufacturer narrative:
The device remains implanted. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported event. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The precautions state: "caution: federal (USA) law restricts this device to sale by or on the order of a physician. Avaulta solo support system should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of non-absorbable meshes. Acceptable surgical practices should be followed for the management of infected or contaminated wounds. Avaulta solo support system implantation procedures require diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, bowel, rectum, or other viscera during needle passage." (B)(4).